Manufacturer narrative:
(B)(4). UDI # unknown. Method: the actual device was not returned. The device history record for the reported lot number, 0008030151, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 250 ml, flow rate: 10ml/hr. A report was received from (B)(6) stating the medication infused faster than expected. The total quantity went through within 12- hours instead of 24-hours. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
Two unused, representative sample pumps were returned for evaluation. Pump #1 was refilled with 0.9% of saline using the repeater pump to the nominal value of 270ml. Infusion was verified and the flow accuracy test was performed. After 20.25 hours of testing, the pump yielded a flow rate of 8.68ml/hr, which is within specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor without the filter. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 10.61psi. The flow restrictor yielded a flow rate of 8.51ml/hr, which is within specifications with a +/-15% tolerance. Pump #2 was refilled with 0.9% of saline using the repeater pump to the nominal value of 270ml. Infusion was verified and the flow accuracy test was performed. After 20.25 hours of testing, the pump yielded a flow rate of 8.97ml/hr, which is within specifications with a +/-15% tolerance. The pressure pot was performed on the flow restrictor without the filter. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 10.61psi. The flow restrictor yielded a flow rate of 8.92ml/hr, which is within specifications with a +/-15% tolerance. The investigation summary concludes that fast flow was not observed for pump #1 nor pump #2. During the flow accuracy test, both pumps were within specifications. During pressure pot testing, both flow restrictors met specifications using the average bladder pressure. The root cause of the reported incident is unknown as the actual device that was reported was not available for return and no defect was confirmed during sample evaluation on the returned devices that were available as representative samples. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).